Event description:
It was reported that during a six month follow-up appointment with the surgeon, the xrays revealed screw disengaged from plate.

Manufacturer narrative:
Method: device history review; risk assessment; complaint history review. Results: the aviator 3 level plate, lot 129351, was not returned. The customer reported event of an inferior screw backing out was confirmed by the x-rays provided. Manufacturing files were reviewed and no issues that could have contributed to the reported event were identified. The patient was reported as being moderately active which, depending on the activity, may be incompatible with this type of implant per the IFU. The patient's lifestyle is the likely cause of the screw back out. Conclusion: there were no non-conformances or manufacturing issues at final inspection of this product. The exact cause of the event cannot be determined and is likely multifactorial.

Event description:
It was reported that during a six month follow-up appointment with the surgeon the xrays revealed screw disengaged from plate.